Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead threshold was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead had low sensing as well. Repositioning had been attempted before the explant and replacement. The patient was a participant in the (B)(6) study.

Event description:
It was also later reported that a chest x-ray had revealed the curve in the distal aspect of the lead was less than previously seen and the threshold had increased.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was body tissue/fibrotic growth on the distal electrode, the helix was distorted due to pulling/stretching/overstress, and the outer and inner insulation was breached due to a cut. Visual analysis noted apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.